Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a battery status of end of life (eol) in (B)(4) 2009. The device was scheduled to be explanted. There were no adverse patient effects reported. As of today, the device remains in service.

Manufacturer narrative:
The device has not yet been returned for analysis. Should additional information become available, this report will be updated.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicates that this device has been explanted. A request for the return of the device has been made. There were no adverse patient effects reported.